Event description:
The tip of the inserter broke off in the engagement hole of the femoral stem component. The surgeon was unable to remove tip, which remains implanted.

Manufacturer narrative:
The pfc cemented stem impactor was evaluated visually and using a scanning electron microscope. The fracture surface on the tip of the instrument showed heavily deformed material with the same shape as the impaction hole in the stem, indicating overloading an/or misalignment during use. Metallographic examination ofthe microstructure was consistent with 17-4ph in the final heat treated condition. No material or manufacturing defects were found. At this time, jjpi considers this file closed.